Event description:
Device 1 of 9. Reference MFR report # 1627487-2014-20359, 20360, 20362, 20363, 20364, 20365, 20366, 20367. The patient has two scs systems. It is unknown which one is related to the issue. Hence both are being reported. It was reported the patient experienced ineffective stimulation. The sjm representative tried reprogramming which resolved the issue at time. However, the issue reoccurred. The physician has requested x-rays and CT scan. The patient has also reported a fall and a fracture. Additionally, the patient experienced pain at the ipg site while putting paddle of her external devices at the ipg site. In turn, the patient has stopped using one of her systems. The patient is to follow up with the sjm representative as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.